Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a casing/condition (case damage with moisture) issue. It was alleged that the battery compartment was damaged and had moisture in it. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.

Manufacturer narrative:
Follow-up #1: date of submission 04/04/2017. Device evaluation: the device has been returned and evaluated by product analysis on 03/13/2017 with the following findings:during investigation, rust/corrosion was found in the battery compartment. The pump was not able to power on due to moisture in the battery compartment. The battery compartment was cracked to the left of the bumper pad at the threads traveling down to the case seal. A leak test was performed and failed due to a battery compartment leak. The pump was opened to find no further evidence of moisture.